Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
There was leaking at the hub of the catheter at the junction of line. The line was replaced. The reporter states that the patient did not have any other adverse events in relation to this event.